Event description:
It was reported that when autopulse li-ion battery with serial number (sn) (B)(4) was tested, it either did not charge or it provided an indication that it was fully charged. When the same battery was installed into the autopulse platform, the lcd display exhibited a "replace battery" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no damage was observed to the battery case or the connector terminals. Upon receipt the battery charge status indicator showed 1 amber led. After charging the battery 4 green leds were illuminated. The battery was then inserted into the autopulse platform and the platform was run for 47 minutes using a standard mannequin and no problems were observed. After the run, the battery was then re-charged and re-inserted into the platform, and all 4 battery charge status indicators were illuminated. The reported complaint was not confirmed. Therefore, a root cause could not be determined. The battery passed all testing.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.